Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient's vision was not sharp and patient was experiencing halos and glare. During the explant, one suture was needed. Another johnson & johnson dfw150 lens (different model and 23.5 diopter) was implanted as a replacement. The patient outcome reported vision is excellent although there are halos at night. There was no patient injury. No additional information was provided.